Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of implantation was 2011. In addition, the device received was non-mentor. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation history record review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(6). Note: the date of implantation is unknown. In addition, it is unknown whether the lot number was 1694557 or 1735049. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 590cc on (B)(6) 2019.